Event description:
It was reported that at implant, the physician initially had difficulty tightening the set screws in the atrial port. High lead impedance and poor sensing were observed on the atrial lead. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a lead impedance measurement and sensing anomaly were confirmed in the laboratory. Analysis found that the atrium ring set screw had septum debris in the cavity, which prevented proper insertion of the screw driver and inadequate electrical contact between the device and the lead. This caused both the high atrial pacing lead impedance and low sensing observed in the field.